Manufacturer narrative:
Initial reporter: (B)(6).

Event description:
It was reported that the screw split longitudinally into two pieces when the surgeon pulled on the threads at france. No consequences for the patient.

Manufacturer narrative:
Additional/corrected information: due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Event description:
It was reported that the screw split longitudinally into two pieces when the surgeon pulled on the threads. No consequences for the patient. Extended time of surgery of about 10 minutes. Another device was used instead.